Event description:
It was reported that there was a problem with the left ventricular (lv) lead. Follow-up was attempted, but no additional information was given to the exact nature of the problem. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d364trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2011; 694765, implantable tachy lead, (B)(6) 2011. (B)(4).